Event description:
In late 2008, the patient reported that last night she had an elevated blood glucose reading of 353 mg/dl with her recommended range being around 130 mg/dl. She gave herself a correction bolus and a meal bolus and then ate dinner before going to bed. She stated she woke up with a reading of 333 mg/dl. To troubleshoot, the patient was instructed to disconnect from her infusion headset and bolus 5 units of insulin through her tubing which went through without error. The patient was instructed to change her headset but she said she was at work and had no extra headsets with her, but would change it when she gets home. On follow up with the patient the next day, she stated she is doing fine. She discarded the infusion set at issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.